Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv): and is a spontaneous report by a nurse from (B)(6) reporting bacterial peritonitis in a patient coincident with physioneal 40, unknown bag therapy. During a call to baxter customer services, the nurse reported that the patient experienced peritonitis. The outcome of the peritonitis and action taken with physioneal 40, unknown bag were not reported. The nurse believed the bacterial peritonitis was unrelated to physioneal 40, unknown bag therapy.